Manufacturer narrative:
Siemens headquarters support center (hsc) has reviewed the data provided by the customer. Igf-1 reagent lot 411 which contains pretreatment lot 55 has expired as of 4/30/2016. Testing carried out by siemens technical operations has showed that samples reach equilibrium state after 24 minutes of pre-treatment time and remained stable up to 3 hours and 12 minutes. As the igf-1 reagent lot has expired, sample handling, and sample specific issues cannot be determined as no further in-house testing is possible. The customer will be provided the next reagent lot for use at their site. No further evaluation of the device is required.

Event description:
The customer has carried out a time study on pre-treatment times on two patient samples for the insulin growth factor assay (igf-1) on an immulite 1000 instrument using reagent lot 411. Based on the data obtained, the customer has indicated that they observe a drift in values after the 24 minutes of pre-treatment as indicated in ufsn # imc16-05.a.ous sent out in april of 2016. It is unknown if the results obtained on the two patient samples tested were released to the physician(s). There were no reports of patient intervention or adverse health consequences due to the drift observed in the igf-1 values.

Manufacturer narrative:
A ufsn and umdc was sent out to ous and us customers respectively in april of 2016. The letter informs the customers of the following information: siemens healthcare diagnostics has determined that it takes 24 minutes of incubation prior to processing the samples on the immulite/immulite 1000 system for the patient sample and the pretreatment solution to reach full equilibration when using pretreatment solution (lgfa) lot 055 contained in igf-I kit lot 411 (expiration 4/30/2016). If patient samples are run before reaching full equilibration an under-recovery of up to -36% may occur. If the sample is left to incubate for more than 24 minutes prior to testing, no under recovery is observed. Quality controls (qc) will not detect this issue. No other immulite/immulite 1000 igf-I kit lots are affected as lot 055 igf-I pretreatment solution is only contained in immulite/immulite 1000 igf-I kit lot 411. Additional information (5/13/2016): igf kit lot 411 containing pretreatment lot 55 has expired as of 4/30/2016. No further testing can be done. Internal testing for this issue showed that the samples reached equilibrium after 24 minutes of incubation and results remained stable at testing up to 3 hours and 12 minutes. As per ufsn imc16-05.a.ous, potential clinical impact is mitigated by serial monitoring of serum igf-I as well as correlation to serum growth hormone measurements and clinical presentation. The customer has moved on to a new reagent lot and the results obtained with the new lot are acceptable to the customer. Additional information (5/18/2016): the customer has informed siemens the patient samples used for testing were part of a study as they are a research lab. Results are not being reported out to physician(s). No further evaluation of the device is required. The system is performing according to specifications.